Manufacturer narrative:
The 14mm amplatzer muscular vsd occluder was received at sjm and decontaminated. The occluder was grossly and microscopically examined and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 8f loader, deployed and retracted without difficulty or deformation. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
On (B)(6) 2013, a 14mm amplatzer muscular vsd occluder (muscvsd) was implanted. The next day the muscvsd was found to have embolized. The patient was brought to the lab and the muscvsd was percutaneously retrieved. An 18mm muscvsd was attempted to be implanted but the defect had stretched and the device could not be implanted. The patient is scheduled for surgery.